Event description:
It was reported that during an unk procedure, the device did not work. It was confirmed that blue cable was damaged. The cable was repaired. There was no reported patient consequence.

Manufacturer narrative:
Green cable replaced. Based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.